Manufacturer narrative:
(B)(4). Date sent: 02/05/25. D4: batch #unk. Additional information was requested, and the following was obtained: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? See event description: clips were placed and device was removed with scissors. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Switched the battery & manual override - did the jaws eventually open? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9ef19, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. .

Event description:
It was reported that during a video-assisted thoracic surgery (vats) procedure, it was observed that when the powered vascular stapler was fired, it did not do anything anymore. The stapler remained closed and couldn¿t be opened, even with a new battery and the manual override. Clips were placed on both sides of the stapler, and scissors were used to get the stapler out. As a result of the difficulties encountered, the procedure was prolonged for 15 minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. D4 batch #: 139d63. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired with some b-form staples on the reload deck. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position; however, the lever bailout was damaged. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The handle shrouds were removed and were found the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down. Please reference the instruction for use for more information. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch number 139d63, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? See event description: clips were placed and device was removed with scissors. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Switched the battery & manual override. Did the jaws eventually open? No.